Event description:
Additional information was received indicating that the generator migration has caused discomfort in the neck, and the patient is being referred for vns generator replacement accordingly. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patients device was unable to be interrogated. X-rays were performed by the physician and indicated that the patients generator had moved down toward their left 6th rib and that the leads were intact. The patient had recently been in a fight and the physician indicated that it was possible that surgical pocket had opened up causing the vns device to migrate. The physician did not know if a non-absorbable suture was used during the implant surgery. X-rays were reviewed by the manufacturer showing that the generator is located near the patients left 6th rib. No known surgical intervention has occurred to date. No other relevant information has been received to date.